Event description:
The customer reported that the system froze and would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The quad power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.